Event description:
Patient's nurse was changing syringes on flolan continuous gtt, and noticed that when she pressed start on the machine, the medication seemed like it was being pulled backwards into the tubing. The tubing was not connected to the patient at the time. The nurse had not connected it because she was watching for flow first. The syringe pump and tubing was changed, and thus began working properly. The pump was removed from the room and tagged for biomed service. Pump was sent to smiths medical for evaluation. Smiths medical service report states the problem was duplicated, no problem was found. Performed preventative maintenance and all functional testing, replaced top case, left plunger case, device passed functional tests. Returned to service.